Event description:
Information was received from a healthcare professional via manufacturer representative regarding a screw used in spinal therapy. It was reported that the final tightening failed even after trying with multiple set screws, and even with adequate reduction. Set screws won't break off, even though that "snapping" sound was present. Final tightening was achieved with no issue, after the screw had been replaced. No patient symptoms were reported. No further complications were reported/anticipated. Additional information was received. It was reported that there were 6 voyager set screws that were used during the procedure, and inadvertently got damaged after all of them were used to lock in a rod in that same pedicle screw tulip. Additional information was received. It was reported that the therapy was l4-s1 transforaminal interbody fusion and the pre-operative diagnosis was l5/s1 spondylolisthesis.

Manufacturer narrative:
G2: country of origin - australia. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.